Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and on (B)(6) 2013 x2 and on (B)(6) 2014 and mesh was implanted during each of the surgeries. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/1/2018 patient codes: additional information: additional narrative: it was reported that following insertion the patient experienced pain and hernia. No additional information was provided.